Event description:
A correction was received that the lp was not dislodgement. The cause of the event was not known.

Event description:
The patient presented to the emergency room. The right atrial (ra) leadless pacemaker (lp) was interrogated and found that increase capture resulting in loss of capture and decreased sensing was observed on the lp. Imaging was performed and the lp was found in the right ventricle. The lp was retrieved and repositioned into the ra. The patient was in stable condition.